Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was sticking before the pump screen turned on. The customer's blood glucose level was not impacted. Reportedly, the customer continued using the pump for insulin therapy.